Event description:
It was reported that during a pta/stenting treatment procedure, the deflated billary sm, pmtd 7.0x19x90 cm stent delivery system balloon could not be withdrawn through the guide catheter (post stent deployment). The lesion being treated was ocated int he renal artery. The physician elected to withdraw the stent delevery system and the guide catheter together as a unit. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'fine'.